Manufacturer narrative:
Event: +0.5/+3.5/105 should be corrected to +0.5/3.0/105. Device evaluated by MFR: device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue/debris on the lens. Visual inspection found the lens haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +0.5/+3.5/105 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of the event is reported as a patient-related factor.